Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4). The device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen was coming out and looked like there was moisture and there was a crack that extended from the battery opening down the side where the clip side was on to about a 5 centimeter length. They also mentioned that the reservoir retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.